Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned to the manufacturer and analyzed. The inner insulation breached from metal ion oxidation. The distal and proximal conductors were distorted, and all conductors had blood/body fluid (not obstructed). All insulators were breached cut. The inner insulation had cosmetic metal ion oxidation. The outer insulation had cosmetic metal ion oxidation, environmental stress cracking, and depression, and breached cut. (B)(4) - the full lead was returned to the manufacturer and analyzed. The outer insulation had breached metal ion oxidation. The proximal conductor had blood/body fluid (not obstructed). The inner insulation had cosmetic metal ion oxidation. The outer insulation had cosmetic metal ion oxidation, environmental stress cracking, and depression, and breached cut. There was blood in/on the helix/lobe mechanism.

Event description:
The leads were returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.